Event description:
It was reported that the patient never had therapeutic effect since implant. The pump "hasn't been helping" and the patient was reportedly "walking around deformed due to pain and spasming". The patient was reportedly without pain for four to five hours during a bridge bolus after her last refill. The patient thought it was due to the morphine. The patient's health care provider (hcp) told her that the relief wasn't due to the change and it was "not possible". It was noted that was the only reason the patient had not had the pump explanted. It was reported the patient's current hcp wouldn't change her pump to program flex dosing because she thought that the pain would be "out of control". The patient took oral medications to help her sleep and didn't think her pain would wake her in the middle of the night. The patient had been to her hcp many times for adjustments, it was noted the patient was not told prior to implant that she would need that much tweaking. The hcp would reportedly not supplemental the patient's pump with oral medications. The patient had also requested to go back to morphine because she felt it was more effective. It was reported when the patient used her personal therapy manager (ptm) with morphine she was able to tell there was a difference when she administered a bolus. It was reported now that there was dilaudid in the pump when she used to ptm she felt no change. The patient asked to have her bolus dose increased but she was told no. It was reported the patient thought she was "brainwashed" into thinking that the pump would be a miracle and that she would be completely without pain without needing adjustments. It was reported the patient went into a deep depression and was hysterical as the pump was not effective and was referred to a psychologist. It was reported that day prior to the report date the patient went to see a "traditional" pain management hcp who would not see her because she had an infusion pump. It was reported that the patient saw a hcp a while ago and he told her that her "tip" was placed at the base of her spine and that could be why she isn't feeling relief. It was reported the drug was being released in the wrong place and that she had cervical pain. It was noted the patient had a lot of hardware in her cervical and thoracic areas. The patient and her mother reportedly had spoken to a manufacturing representative within the last couple of weeks and the rep went into details about possible surgical revisions, adding baclofen to the pump for spasticity and discussed a spinal cord stimulator. It was reported that the patient had morphine in her pump at the start and it was the "lowest concentration" and that she had it adjusted up to 18mg per day. It was then reported at the first refill the patient had dilaudid in her pump. The patient's second refill then on (B)(6) 2013 she had dilaudid and "a little" fentanyl put in the pump. It was noted the patient had a "fairly high" concentration of "over 50" and was unsure of the dose. The patient's hcp reportedly had added the fentanyl because the morphine needed to be mixed when it was at a higher dose but the hcp didn't switch the patient to morphine. It was also reported the patient got headaches and tight jaw side effects from dilaudid. It was reported the patient's alarm date was "january or something". No further information was provided. The device system was used to deliver previously morphine and currently fentanyl and dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).